Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Something that lodged on my throat [foreign body in throat]. I almost choked [choking sensation]. It burned my mouth for hours [burning mouth]. This case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a patient who received glycerin (biotene oral balance gel) gel (batch number bmf3, expiry date 31st march 2025) for product used for unknown indication. On an unknown date, the patient started biotene oral balance gel. In (B)(6) 2022, an unknown time after starting biotene oral balance gel, the patient experienced foreign body in throat (serious criteria gsk medically significant), choking sensation and burning mouth. The action taken with biotene oral balance gel was unknown. In (B)(6) 2022, the outcome of the burning mouth was recovered/resolved. On an unknown date, the outcome of the foreign body in throat and choking sensation were unknown. It was unknown if the reporter considered the foreign body in throat and choking sensation to be related to biotene oral balance gel. The reporter considered the burning mouth to be related to biotene oral balance gel. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer on 25 jul 2022 via call center representative (phone). The consumer stated that " I use biotene. I just had a problem with one of my tubes. There was something that lodged on my throat and I almost choked and it burned my mouth for hours."